Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose readings and insulin flow blocked alarm. The customer's blood glucose value was in the 400's mg/dl. The customer treated with injections. The customer was assisted with performing a 5.0 unit fill cannula. The customer stated that insulin did exit. The customer stated that the cannula was not bent. The customer declined to troubleshoot for high readings. The product was not returned for analysis.